Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent failed to release. A 5x80x120 epic¿ stent was advanced to treat the lesion. However, during deployment, the stent became stuck on the delivery system and would not release. Subsequently, a contralateral access was obtained and a 5x40mm mustang balloon catheter was used to completely deploy the stent, allowing the removal of the delivery system. The procedure was completed with no patient complications reported and the patient's status was fine.